Event description:
It was reported that during a gynecological procedure, the catheter caused a perforation in the uterus. The uterus was dilated and a resident performed a hysterescopy. Then d&c was performed with a 12mm canual. The surgeon then inserted the thermachoice. The catheter was removed and the connections were checked. The catheter was re-inserted and there was still no reading of pressure. The surgeon decided to do a laparoscopy in the middle of the fundus and found the perforation. The surgeon closed the perforation. There were no consequence reported to the pt.